Event description:
The patient reported to us that she heard a grinding noise. The surgeon observed that the implant is broken on the right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
Based on the medical review, the root cause of all problems was the choice for a ¿bioball¿ construct to extend the neck length of the femoral head to +21,5-mm has dramatically increased the joint reaction force across the arthroplasty and thereby caused an overload condition. This contributed to fatigue accumulation in the neck area with a neck fracture as end result. The location of the fracture was directly below the distal skirt of the bioball further emphasising the causal relationship. The bioball construct is a competitor product and therefore this event is considered off-label use. A review of the packaging insert, 0095-3-200 version u, indicated the following: warning: do not substitute another manufacturer¿s device, except if identified in compatibility section, for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
The patient reported to us that she heard a grinding noise. The surgeon observed that the implant is broken on the right side.